Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported driveline infection, heart transplant, and heartmate 3 left ventricular assist system, serial number (B)(6) , could not be conclusively determined through this investigation. The account communicated heartmate 3 left ventricular assist system, serial number (B)(6) , was operating as intended. Multiple requests for product return were sent to the account; however, no product as been received at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient underwent a heart transplant. It was additionally reported on (B)(6) 2021 that the patient had been admitted for a driveline infection requiring medical intervention at that time, and that they were discharged approximately one month before their heart transplant (2916596-2021-05675). Meanwhile, the patient was status 3 using discretionary days and thus hadn't been up-listed on the transplant list due to these device issues.